Event description:
It was reported that a spectrum infusion pump's "tubing ID" label was missing. This was found during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: d3: device manufacturer name, d4: model #, d4: unique identifier (UDI) #. Additional information: d9,h3, h6, h11. H11: the device was received for evaluation. During functional testing, 'the "tubing ID" label is missing' was observed. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be missing tubing label. The label requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.